Event description:
It was reported that, "doing short gamma nail, missed distal screw. Dbl checked and made sure holding bolt was tight and drill sleeve was against bone. Had to free hand distal screw. Guide is worn out with over two years use, starting to crack on underside where metal part meets black carbon fiber."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.